Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and on (B)(6) 2020. Customer¿s blood glucose level was 20 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 165 mg/dl. Customer was treated with intravenous insulin drip and glucagon for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that she passed out because the insulin pump gave her 15 units of insulin she did not do she was low and had emergency medical services. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.